Manufacturer narrative:
This report is being filed to provide in investigation: a terumo bct service technician checked out the machine at the customer siteand was unable to confirm the reported condition. Per the technician, the IV pole was fixed.the device serial number history report indicates no further related issues have been reported forthis device.one year of service history was reviewed for this device with no other problems identified relatedto the reported condition.corrective action: an internal CAPA has been initiated to evaluate reports of the IV poledropping down suddenly. Implementation of the addition of a collar for the currently field installeddevices will be completed to address this issue.investigation is in process. A follow up report will be provided.

Event description:
No injury to the donor or operator was reported for this incident and no patient was connectedat the time the IV pole was falling.

Manufacturer narrative:
This report is being filed to provide in investigation: a terumo bct service engineer inspected the machine at thecustomer's site and verified the reported condition. He reported that the IV pole collar wasfound lower than its usual position and believed that it caused IV pole fall automatically. Headjusted the IV pole collar to the correct position and tightened it.correction: trima field action 30 has been initiated to notify all trima users to use precautionwhile transporting the device and a caution statement was included in the operator's manual. Fa30 was implemented on this device june 12, 2019.root cause:the root cause of this failure was the IV pole needed to be adjusted.

Manufacturer narrative:
Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a procedure, the IV pole on the equipment unexpectedly lowers down. Information of patient (donor) or operator of the device is not available at this time. The customer stated that no adverse event occurred and no medical intervention was required.